Event description:
Procedure performed: gastric sleeve event description: the doctor tried to set a clip on the cystic artery. First after pressing the trigger several times (6-7) no clip came out and then several clips came one after the other. At least the clip which should close the cystic artery did not close completely so that a hematoma occurred, this could be resolved during the procedure. Please note: as I could not get complete proper answers yet from the doctor himself I´ll be there next week wednesday to clarify what happened in detail. The situation was resolved by using another clip applier from another company (unknown). I don´t know if they´ve kept the device but they still have (the ca500 is from a kit gk891) 11 kits with the same batch as the affected device which they want exchange because they don´t trust in it anymore. Additional information received from applied medical representative via email on 26mar25: event unit is discarded. We have 11 more sets here with the same lot number of the clipper. Therefore, a complete exchange is to take place here, as requested by the customer. Additional information received from applied medical representative via email on 28mar25: first of all, I have to correct the information about the type of surgery. It was a gastric sleeve, and the hematoma occurred at the settling rim of the large curvature. The misunderstanding came about because several people were involved and the lap. Chole set is as well used for both lap. Chole and gastric sleeve. To resolve hematoma, a new clip was set with a clipper from another company (it was not clear which one) was used. Size of the hematoma was about 20 cent size. Settling rim of the large curvature of the stomach sleeve was the location of hematoma. They had no more confidence in our clip applier and resolved the problem with another clipper from another company. The procedure was only a little prolonged as they had to remove the defective clip, stop the bleeding, and set a new clip. Intervention: the situation was resolved by using another clip applier from another company (unknown). Patient status: patient is all right.

Manufacturer narrative:
The event unit is not being returned to applied medical for evaluation, but lot number is provided. A follow-up report will be provided upon completion of the investigation.

Event description:
Procedure performed: gastric sleeve. Event description: the doctor tried to set a clip on the cystic artery. First after pressing the trigger several times (6-7) no clip came out and then several clips came one after the other. At least the clip which should close the cystic artery did not close completely so that a hematoma occurred, this could be resolved during the procedure. Please note: as I could not get complete proper answers yet from the doctor himself I´ll be there next week wednesday to clarify what happened in detail. The situation was resolved by using another clip applier from another company (unknown). I don´t know if they´ve kept the device but they still have (the ca500 is from a kit gk891) 11 kits with the same batch as the affected device which they want exchange because they don´t trust in it anymore. Additional information received from applied medical representative via email on 26mar25: event unit is discarded. We have 11 more sets here with the same lot number of the clipper. Therefore, a complete exchange is to take place here, as requested by the customer. Additional information received from applied medical representative via email on 28mar25: first of all, I have to correct the information about the type of surgery. It was a gastric sleeve, and the hematoma occurred at the settling rim of the large curvature. The misunderstanding came about because several people were involved and the lap. Chole set is as well used for both lap. Chole and gastric sleeve. To resolve hematoma, a new clip was set with a clipper from another company (it was not clear which one) was used. Size of the hematoma was about 20 cent size. Settling rim of the large curvature of the stomach sleeve was the location of hematoma. They had no more confidence in our clip applier and resolved the problem with another clipper from another company. The procedure was only a little prolonged as they had to remove the defective clip, stop the bleeding, and set a new clip. Additional information received from applied medical representative via email on 31mar25: the ca500 was part of a kit. Intervention: the situation was resolved by using another clip applier from another company (unknown). Patient status: patient is all right.

Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not returned, applied medical is unable to determine if the event unit exhibited any non-conformances that could have contributed to the reported event. In the absence of the event unit, it is difficult to determine if the reported event was caused by a manufacturing non-conformance or circumstantial factors at the time of use. Applied medical has reviewed the details surrounding the event and is unable to determine the exact root cause of the event. Applied medical has performed a historical trend analysis and review of production records and no trends were identified. Correction to h6: component code.